Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-15004. It was reported, the patient had lost stimulation coverage in her left leg. The sjm representative met with the patient and observed high and low impedances. The sjm representative attempted reprogramming which provided coverage. Follow up found the issue had continued. It was reported, the patient had an ulcer on her left foot. The patient reported the ulcer was due to the lack of stimulation. X-rays were to be taken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.